Manufacturer narrative:
The investigation consists of an on-site examination of the ventilator, the investigation of the returned and an evaluation of the ventilator¿s logs. The field service engineer replaced the inspiratory flowmeter where after the ventilator passed the pre-use checks. The logs were downloaded, and the ventilator was returned to service. The inspiratory flowmeter was tested in reference ventilator. No found no fault. All pre-use check s were successful, and ventilation for 72 hours was without issues. An evaluation of the ventilator's logs shows that the ventilator failed the monitoring flow test with an o2 insp flow measurement slightly outside the tolerance limits while the corresponding breathing flow test was within limits. All other tests were successful including leakage, internal tests, and safety valve test. There are no technical error codes to indicate a technical failure has been logged. The logs show that the failure was a measuring fault that would not affect delivered o2 concentration values that will be as set. The inspiratory flowmeter (inspiratory flow transducer) measures the combined air and o2 flow and has also other functions, but these are not relevant to the reported failure. The conclusion in the matter is that test the flow transducer test failed as reported but the true cause of failure at the time has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. : (B)(4).